Event description:
It was reported after the pipeline was implanted, the physician had difficulty getting full wall opposition. A hyperglide balloon was used to inflate inside the pipeline to achieve full wall opposition. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).